Event description:
It was reported that while using the bd vacutainer® serum blood collection tubes that there was discolored / abnormal additive form. The following information was provided by the initial reporter: distributor, on behalf of customer, reports discoloration in tubing for red top tube.

Manufacturer narrative:
D4. Medical device lot #: 2326062. D4. Medical device expiration date: (B)(6) 2024. H4. Device manufacture date: (B)(6) 2022. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for additive abnormality with the incident lot was not observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to additive abnormality as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using the bd vacutainer® serum blood collection tubes that there was discolored / abnormal additive form. The following information was provided by the initial reporter: distributor, on behalf of customer, reports discoloration in tubing for red top tube.